Event description:
It was reported that the tech on this case loaded the +23.0 diopter cc4204a collamer single piece lens too far back in the injector and as a result, the plunger overrode and tore the lens during insertion. The incision was enlarged 3.0 and the lens was removed. No sutures required. The reporter indicated event was due to a loading issue.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - incision enlarged; torn material. Evaluation results: visual inspection of the returned lens showed half the lens was torn off and missing. The lens was returned in liquid (B)(4).